Event description:
It was reported while using bd plastipak¿ luer slip syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when preparing medication, it was observed that the plunger had problems during aspiration (photo attached).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary one photo received by our quality team for investigation. Upon evaluation, a syringe is observed with a misaligned stopper, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon evaluation, a syringe is observed with a misaligned stopper, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using bd plastipak¿ luer slip syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when preparing medication, it was observed that the plunger had problems during aspiration (photo attached).